Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy due to noise. Decreased sensing and loss of capture were observed. Perforation was confirmed. The lead was explanted. After the procedure, a small cardiac tamponade was observed in the rv apex. The ICD rv port was plugged temporarily and the patient was transferred to ICU for the weekend. A new rv lead was then implanted. All parameters were good and the patients medical condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.